Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucoser results were 144mg/dl, 193mg/dl, 212mg/dl. Tests were done less than 10 minutes apart with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.